Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported the patient had her pump put in upside down. The patient noted she had to have a revision to correct the issue. It was further reported the cause of the pump placement issue was unknown. It was unknown if the patient had any symptoms related to the pump placement issue. The pump was successfully revised on (B)(6) 2010. No further information was provided. If additional information is received, a follow-up report will be sent.